Event description:
It was reported that upon removing the swg from the needle it was revealed that it was stuck. As a result, a new kit was opened and used to complete the procedure. There was a delay in treatment, but it is unk if it caused harm to the pt. No complications or death occurred to the pt. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).